Event description:
It was reported that a 3.0x18 study implant was advanced and deployed successfully in the mid left anterior descending coronary artery target lesion. A 3.5x15 nc trek rx was unpacked and prepared without issue, then advanced through the study implant for post dilatation. Resistance with the study implant was felt. When attempting to inflate the nc trek rx, the balloon reached 3 atmospheres for five seconds and contrast was noted to be leaking from the balloon. Reportedly, the balloon was damaged crossing the implant. The nc trek rx was withdrawn from the implant and the anatomy without resistance. Routine post-dilatation was successfully completed using another same sized nc trek rx. There was no damage caused to the implant and it was angiographically confirmed to be fully apposed to the vessel wall. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: 3.0x18 implant, clopidogrel, aspirin. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.